Manufacturer narrative:
Concomitant medical devices: product ID: 8840, product type: programmer, physician. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6)year-old, male patient who was receiving gablofen 500mcg/ml at 141.93 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2015, while the hcp was updating the pump, the clinician programmer turned off during the update due to low battery. When the hcp re-interrogated the pump with a second programmer, the pump was in stopped mode. The hcp programmed the pump back to the original settings and then updated the pump with the new changes made. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.